Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for bilateral hydrosalpinx. The patient's medical history included 3 subumbilical midline laparotomies for rectal prolapse; and 2 unsuccessful medically assisted procreation. The patient's medical report on (B)(6) 2014: a hysterography had showed bilateral hydrosalpinx and the decision of tubal sterilization with essure procedure was done before new medically assisted procreation attempt. Bilateral placement of essure had been performed. The uterine cavity had been normal; and both ostia had been well seen. Catheterization of both ostia had been performed without any problem enabling essure implants placement in proximal part of both fallopian tubes. Three trailing coils had been visible on left side; one trailing coil had been visible on right side. An ultrasound was performed 9 months after placement, during stimulation, showed left essure implant in contact with endometrium. There was no causal relationship related to the patient which could explain the event. A repeat diagnostic hysteroscopy showed bad placement of left essure implant with 12 trailing coils in uterine cavity; which was an indication for left essure implant withdrawal and then re-placement. An intervention was performed on (B)(6) 2014. During the intervention procedure, the right essure implant was not visible in uterine cavity. The left essure implant was visible with 10 intracavitary trailing coils and was withdrawn with bettocchi pliers. A new essure implant was placed in left side with 4 intracavitary trailing coils visible. No bleeding was observed in the end of the intervention. The patient's medical report on (B)(6) 2014: the intervention went well, postoperative course was simple. Follow-up received on (B)(4) 2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a usability issue. The bayer reference number for the ptc report is (B)(4). Final assessment: physician had placement difficulties and corrected placement by using another essure device. Essure devices were used for bilateral hydrosalpinx, which is not indicated on the instructions for use; therefore off-label. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. In this particular case, off label use was reported. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect and a handling error. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2015 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 287 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for bilateral hydrosalpinx (considered as off label use) and an ultrasound showed left essure implant bad placement in contact with endometrium with 10 intracavitary trailing coils (interpreted as device dislocation). The right essure implant was not visible in uterine cavity (interpreted as device dislocation). These events are serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the bad placement of left essure implant was diagnosed 9 months after essure insertion. An intervention was required for removal (with bettocchi pliers, which is an off label use) and during this procedure, the right essure implant was not visible. Based on available information, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Follow-up information received on 21-may-2015: no new information provided. Case closed. Nca number (B)(4). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 25-may-2015 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted for bilateral hydrosalpinx (considered as off label use) and an ultrasound showed left essure implant bad placement in contact with endometrium with 10 intracavitary trailing coils (interpreted as device dislocation). The right essure implant was not visible in uterine cavity (interpreted as device dislocation). These events are serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the bad placement of left essure implant was diagnosed 9 months after essure insertion. An intervention was required for removal (with bettocchi pliers, which is an off label use) and during this procedure, the right essure implant was not visible. Based on available information, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.